Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet had a cracked, unresponsive touchscreen, which prevented interaction during a meal announcement and prompted shipment of a replacement device. Symptoms included no adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included continued cgm use with dexcom g7 and planned return of the affected device. Investigation included data synchronization to the mobile app and user instruction to power down or allow the device to deplete to avoid further alerts. Investigation of this device revealed a damaged display screen consistent with physical damage to the device¿s user interface component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device malfunction.